Event description:
In 2004 - a dental implant was placed in tooth location #19. 18 days later - the pt experienced an unknown allergic reaction and was hospitalized by the primary physician. He requested that the dental clinician remove the dental implant. 4 months later - the clinician was contacted. He indicated the cause of allergic reaction was determined not related to the dental implant. The pt is doing well and will have another implant placed at a later date.